Manufacturer narrative:
The field service engineer (fse) was at the customer site on (B)(4) 2016. The fse had been onsite the previous day ((B)(4) 2016) performing system verifications and maintenance however when he left, the screws for the lid on the spm were not staying in place and the small plastic ring on the threads came loose and was found in the hopper. It appears that during service the fse did not replace the spm screws correctly. This error subsequently caused a malfunction of the spm that allowed for the pads to come loose in the hooper. The fse returned to the location and replaced the screw, spring, and washer on the instrument. There were no further issues. The repairs were verified per established service procedures. (B)(4). Related event: 2023446-2016-00298, bec internal identifier (B)(4).

Event description:
The customer reported that 2 loose strip pads had fallen off into the hopper of their ichem velocity automated urine chemistry system on (B)(6) 2016. The previous day, the customer reported that there was a missing spring at the strip provider module (spm) access door bolt. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event.